Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was reusing insulin. Tandem clinical support educated the customer that insulin should not be reused. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.